Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to be placed into MRI mode. The patient underwent surgical intervention on (B)(6) 2018 where the lead was removed and replaced with 2 new leads. Intra-operatively, the impedances were normal. Postoperatively, the patient is receiving effective stimulation. Issue has been resolved.